Event description:
The customer reported that during a pancreatectomy, bleeding was noted in the area where the device had been used to seal vessels. An end tone, indicating a complete seal cycle, were provided by the generator in use. The amount of blood loss was less than 250 cc. A new device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation and visual inspection found the switch post was broken. The customer reported that the device does not coagulate as normal and then stopped working. The reported condition was confirmed. The device failed when activating the hand switch, however, it functioned normally using the foot switch when activating on simulated tissue. Pmv investigation found that the switch had no tactile when pressed. Functional testing was also performed on porcine kidney tissue using the footswitch only. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was disassembled and the switch was inspected. The switch post was loose and not making sufficient contact with the switch domes resulting in no tactile and no activation. The investigation identified the root cause of the reported event to the user placing force on the switch cover causing the switch post to break. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.